Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9161538, device manufacture date: 2019-06-10. Medical device lot #: 9143675, device manufacture date: 2019-05-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tubes were found to be expired. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated the tubes were used after the expiration date.

Manufacturer narrative:
H.6. Investigation summary. Technical service notified the customer that we do not recommend that any product be used past the expiration date. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tubes were found to be expired. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated the tubes were used after the expiration date.